Event description:
Lcb loosened at distal end, broken, reduced to 80/00% from 85/85% last repair. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the distal body worn out, the light guide fiber bundle (lcb) broken, the u/d and r/l pulley wires worn out, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Lcb loosened at distal end, broken, reduced to 80/00% from 85/85% last repair. This event occurred at the time of during inspection. There was no report of patient harm.